Manufacturer narrative:
Age of device: 1 month, 27 days. Investigation summary: a direct correlation to the device, and the reported episodes of ventricular tachycardia could not conclusively be established through this evaluation. An analysis of the submitted log files confirmed multiple pi events. Although a specific cause for the events cannot conclusively be determined, the account stated that the patient was having episodes of ventricular tachycardia and the pi events resolved after the patient¿s medications were adjusted. The submitted system controller event log file captured 125 pi events within the file. The system controller periodic log file captured 7 pi events within the file. The pi events appeared to cause the pump speed to reduce to the low speed limit. The pump speed did not go below the low speed limit and appeared to have functioned as intended throughout the duration of the submitted log files the patient remains ongoing on the device. There is no product available for evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that device alarmed for pulsatility index (pi) events and speed drops. Patient was having episodes of ventricular tachycardia (vt) that were not pace terminating. Patient's medications adjusted and patient has had no more occurrences. No further information was provided.